Event description:
A customer reported that the surgeon had difficulty passing the light guide into the trocar during a procedure. It was also noted that the reflection of the microscope was not usual. Foreign material like a film was found adhered to the light guide when it was removed from the eye. The foreign material was removed and the case was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. No sample has been rec'd for evaluation at this time. One component lot number, mfg in march 2013, was identified with this complaint. No abnormalities that could have contributed to the reported complaint were found during the review. The product was released according to the MFR's acceptance criteria. A root cause has not been identified. (B)(4).